Event description:
Received info from user facility that "silvers" (metal shavings) occurred from blade when in use during an anterior cruciate ligament case. Unable to flush out all of the silvers. No delay or alteration in procedure. No injury reported.